Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. The initial reported event of rv lead fracture was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. An alarm was received for high impedance; however, no shocks were delivered. The lead was explanted and replaced. No patient complications were reported as a result of this event.